Event description:
Customer reported no reactivity with vss243 cell 3 (fya+) and a pt with a history of anti-fya present in their plasma. Additional testing was performed with vra129 and an anti-fya was identified. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed. Customer repeated testing with three sets of the same lot of screening cells. No reactivity was observed.